Manufacturer narrative:
The pump was received with blank display due to missing battery tube spring. The battery tube was found corroded. The pump was unable to perform all functional testing including the displacement, operating currents and verify low battery alarm, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify low battery alarm due to blank display. Pump received with minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip and battery tube corroded. (B)(4).

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the customer had damage to the plastic and missing threads. The damage was located at the battery compartment. The customer's blood glucose level was 93mg/dl. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.